Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a loose side of the keyboard/ screen. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) states that on 6-16-22: ordered new top platine and bottom platine of monitor and new metal frame and hinges. Also ordered plastic white piece which goes on monitor. (Fse will return to repair as soon as the parts are available)* 6-20-22: replaced all the parts in the service report to get the monitor back together. Return to clinical service.